Event description:
It was reported that the nurse stated that the arctic gel pads were leaking from the white area in the middle. They need to change out but want to know how to keep their therapy duration from changing and losing data. Advised they did not have to power off arctic sun device and they would not lose any data or duration time. Simply stop therapy, empty pads, disconnect pads and reconnect new ones. Walked through proper connection technique and advised they would then just select start therapy to pick up where therapy left off. Per follow up information received via task on (B)(6) 2025, spoke to charge nurse. The pads had been disposed of at this time. The pad had been exchanged during treatment and therapy continued without issue.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A review of the risk document, dfmea #ra2800004, revision #14, was performed for this investigation. The reported event is addressed in step/item #5. The potential failure mode is "5.1 leak from pad - effect 1: leakage". Based on this review the risk is within the expected range. Inherent safety by design - the system is designed to move fluid by negative pressure. Therefore, in the event of a pad leak, air is pulled into the pad rather than fluid leaking out. Inherent by design ¿ mechanical bond strength film to foam. The pads are a closed system and are used at an elevation higher than the controller reservoir. Information for safety- the IFU states to change the pad if a significant leak exists. Design v&v - the pads are designed to withstand the normal handling associated with removal from the package, application to the patient, removal and reapplication, and the patient being moved dcpr-28-5528-0001 dcpr-28-5620-0001 dcpr-28-5532-0002 pad0018-00 pad0130-00 200160-40 200210-45 200197-45 200244-45 baw7667064, revision 0 was reviewed for this investigation. The labeling is found to be adequate. The baw is attached on the investigation overview element. A device history record review could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the arctic gel pads were leaking from the white area in the middle. They need to change out but want to know how to keep their therapy duration from changing and losing data. Advised they did not have to power off arctic sun device and they would not lose any data or duration time. Simply stop therapy, empty pads, disconnect pads and reconnect new ones. Walked through proper connection technique and advised they would then just select start therapy to pick up where therapy left off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.